Manufacturer narrative:
Ps (B)(4). The complaint opt944 optiflow adult nasal cannulas are currently en route to fisher & paykel healthcare(f&p) new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that tubing of two opt944 optiflow adult nasal cannulas were broken. There was no patient involvement.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that tubing of two opt944 optiflow adult nasal cannulas had broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Upon further clarification, it was determined that this complaint record was a duplicate of ps353795 and ps361560 (FDA report number- 9611451-2020-01203). The opt944 optiflow adult nasal cannula is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the two complaint opt944 optiflow adult nasal cannulas were returned to fisher & paykel healthcare (f&p) for investigation where they were visually inspected results: visual inspection of the first cannula revealed that the tubing was detached and stretched. One side of the nasal prongs had detached from the manifold. Visual inspection of the second cannula revealed that the tubing was delaminated. Conclusion: we are unable to determine the cause of the events. However, for the first cannula the reported event was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.